Manufacturer narrative:
(B)(4). Evaluation information: the cause of the inverted septum could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was available at the plant for evaluation. A visual inspection was performed and the middle y-site septum was found to be inverted. The septum was removed from the y-site and the center slit was found off center. The septum was examined under a microscope and no additional entry sites were found. The swage height was measured and found to be within specification. The reported condition was confirmed. No further testing was performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set ¿sprays out medication from the patient port.¿ this occurred during patient infusion during a transesophageal echocardiogram procedure. The customer stated that they believed that IV fluid and non-baxter drug were being infused at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.